Event description:
The patient is reportedly experiencing a (B)(6) infection and abscess. The abscess was drained and the patient was prescribed IV antibiotics for six weeks.

Manufacturer narrative:
(B)(4). The patient's device was explanted. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
(B)(4). The company was informed that when the device was explanted, the patient required local scalp flap to cover the site and the patient was prescribed IV and po antibiotics. The patient's scalp flap has healed and the patient is reportedly doing well. The recipient is planned to be reimplanted at a later date. This is the final report.

Manufacturer narrative:
The patient reportedly presented with pain and swelling at the implant site. The patient was hospitalized on (B)(6) 2015. , the patient underwent incision and drainage of the site and was prescribed IV vancomycin for six weeks. The patient was discharged on (B)(6) 2015. The patient is undergoing continued treatment for the active infection. The patient is also experiencing device extrusion. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured.